Event description:
The customer reported that a sample from one pt was processed on the lh750 hematology analyzer which automatically prepared a slide for manual review on the slidemaker. The slide was reviewed by the laboratory technician who reported observing variant lymphocytes. The same slide was reviewed by special hematology personnel who also reported variant lymphocytes. There was no slide manually prepared for review; only the slide prepared on the slidemaker was reviewed. The pt's sample was sent to flow cytometry for testing, where plasmacytoid lymphocytes were reported. All associated test results were reported outside of the laboratory. The physician questioned the test results and had the pt redrawn four days after the suspect collection. With the new samples there was no evidence of plasma cell process noted. A corrected/updated report was issued. The customer was concerned that the sample was mis-identified/mis-labeled by the lh750 slidemaker. There were no reported changes to pt treatment associated with this event.

Manufacturer narrative:
This reportable event was identified during a retrospective review conducted for the period between (B)(4) 2008 and (B)(4) 2010 of complaints for additional reportable events. Raw data for the results of sample testing were not available for analysis. A field service engineer was dispatched and verified instrument performance. No abnormalities were noted, either by service or the customer, on the slidemaker in question. At the time of the event, no slide label issues were noted nor were there any abnormal errors on the slidemaker. It has not been determined that a sample was misidentified by the lh750 slidemaker or the root cause of the discrepant results. The customer did not notify service of a problem until eight days after event, at which time the original sample tube, slide and raw instrument data were no longer available.